Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal strut segments 1 and 2 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od(outer diameter) was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed no issues with the hypotube. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified left circumflex (lcx) artery. A 38 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The whole system was removed from the patient and it was noted that the proximal struts were damaged. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable and doing well.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified left circumflex (lcx) artery. A 38 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The whole system was removed from the patient and it was noted that the proximal struts were damaged. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable and doing well.